Manufacturer narrative:
On 11/19/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, mentor received an update regarding the events submitted in the initial report. The patient was diagnosed with bilateral capsular contracture baker grade ii. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with 575cc mentor smooth round moderate profile saline breast implants (catalog number 3501690, left-sided serial number (B)(4), right-sided serial number (B)(4). Additionally, the section e reporting information will be updated to the patient's healthcare professional. Reason for device explant and/or reoperation: bilateral capsular contracture and left-sided rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The reported device information was switched between the left and right device. The proper lot and serial numbers for the patient's left-sided device has been updated on this supplemental report. Based on the updated device information, a manufacturing record evaluation (mre) was performed. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/14/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, a crease was observed on the posterior aspect. Within the crease, a tear was observed extending to the anterior view, measuring 6.0 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Concomitant products: 475cc mentor smooth round moderate profile, (catalog number: 3501680; serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 475cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.